Event description:
Information received from the field does not address the patient's clinical status but notes 254 ohms atrial bipolar impedance, noise, and poor sensing. Myopotential inhibition was observed with limb movement.